Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. A visual inspection of the sealed products noted each shipping wedge was not fully seated onto each reload. Each unit was opened and evaluated. It was observed that the anvil engagement tabs were partially crushed/deformed. This tab acts to impede the movement of the knife when loading the reload onto the instrument. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, visual inspection was performed to the packages, several devices have deformed and unsteady shipping wedge floating off the reload. When a few of them were opened, some were found to be with crushed yellow tab. There was no patient involved.